Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4)

Event description:
It was reported that a catheter was caught on an implanted stent. The target lesion was located in a coronary artery. A 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to post-dilate the lesion. However, the balloon catheter "hangs" on the edge of the implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter. The shafts, balloon and tip were microscopically inspected. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination revealed that the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a catheter was caught on an implanted stent. The target lesion was located in a coronary artery. A 8mm x 2.50mm nc quantum apex balloon catheter was advanced to post-dilate the lesion. However, the balloon catheter "hangs" on the edge of the implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter. The shafts, balloon and tip were microscopically inspected. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination revealed that the tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that a catheter was caught on an implanted stent. The target lesion was located in a coronary artery. A 8mm x 2.50mm nc quantum apex balloon catheter was advanced to post-dilate the lesion. However, the balloon catheter "hangs" on the edge of the implanted stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.